Event description:
Healthcare professional (hcp) reported that patient was injected in the cheeks bilaterally harmonyca lidocaine. The patient experienced non device related "food poisoning" and resolved the next day. Approximately five months later, patient experienced non device related ¿bronchitis (viral)¿ and the event resolved two weeks later. That same day the patient experienced non device related ¿adhd diagnosis¿. Five days later, patient was treated with biphentin.

Manufacturer narrative:
Continued d.10. Concomitant therapies: setraline, mesalamine, spironolactone, pepcid, methotrexate, and pentolox. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of bronchitis, deemed not device related is considered an unexpected adverse drug experience.